Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 352 mg/dl with polydipsia and unspecified ketones associated with an intermittent power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there was no physical damage to the battery compartment or battery cap. There was no moisture observed in the pump and the yellow o-ring was not visible at the battery cap. Cts educated the user that if an incorrect battery or battery that is not fully charged is put in the pump it will not have enough power to power up the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.